Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that the remote manager did not open. A field service engineer confirmed that the station was up and running upon arrival. The customer inventoried medications several times without any failure. The customer request was made to switch from the remote manager to the available smart remote manager. Medications were unloaded from the remote manager to allow installation of the smart remote manager. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager in ER refrigerator had locked and was not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.